Event description:
Information was received from a patient representative (caller) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the pt had left leg pain since the beginning of the week. Caller stated that increasing stimulation on group a only increased sensation in the back without relieving the leg pain. Caller added that the pt visited a different doctor (hcp) at the same facility as the implanting hcp, received an x-ray, and was told that a wire might have moved. Agent confirmed that stimulation was on and instructed caller to try groups b and c; however, the issue persisted and the pt remained in pain. Agent redirected the caller to the hcp, but caller and pt were unsure who the managing hcp was. Caller stated plans to follow up with the hcp seen a few days earlier to request medtronic rep assistance for reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 12-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) , ubd: 04-feb-2024, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.